Event description:
Boston scientific received info that the field rep inquired about signs of a perforation regarding this right ventricular (rv) lead. The field rep indicated that the pt had an acute rise in threshold measurements and sensing measurements were trending down slightly. It was noted the pt was symptomatic; however, the physician did not inform the field rep what the symptoms were. Additional info indicated that the field rep had no further info. Our records indicate this lead remains implanted. If additional info is received, this report will be update.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.